Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead was noted to be dislodged. It was further reported that tissue was suspected to be in the electrode therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.